Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4), revision 2, indicates that the potential risk of this specific reported incident (pen needle: does not attach/detach & separates npe) was captured and addressed appropriately. DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Cannula point appearance of np end, cannula pull force, glue, glue height and hubber appearance were inspected for 7pcs retention parts, all results passed. Investigation conclusion: we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on investigation above, the certain cause cannot be concluded at the moment. Rationale: refer to pen needle risk assessment 149rmn-0004-01, the severity of fail mold is moderate(s3). The actual complaint rate of fail mold is o1 since from 2017 till now. According to CPR-028, the risk level is low. The issue confirmed might was caused by incorrect setup method, no CAPA needed.

Event description:
It was reported that pen needle 31gx5mm 7 pack would not detach. This occurred on 3 occasions after use. The following information was provided by the initial reporter: the customer had bought a box of 7 pieces of pen needle and pulled out the needle after using it, but the needle core was still embedded in the pen and could not be taken out. This had happened for the third time (the needle had been duplicated used by the customer).